Manufacturer narrative:
(D10) concomitant devices: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6). 320-32-36 - expanded glen, 36mm, for small reverse: (B)(6). 320-35-04 - small posterior aug glen plate, right: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced scapular spine fracture (type 2). As a result, approximately 4 months after initial replacement, the patient was prescribed a sling for 4 weeks. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. H6: corrected health effect and investigation clinical codes.